Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, right ventricular lead exhibited multiple noise episodes. Electrical parameters were normal. No intervention was undertaken. No adverse patient consequences were reported.